Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: july 21, 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed two additional investigation request (ir) for this production order number has been received, however, are not related to this complaint. Furthermore, the complaints met the criteria for no further investigation to be performed; therefore, no product malfunction or deficiency could be identified, and no escalations were required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight & ethnicity: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2021 and (B)(6) 2021. Telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient's right eye due to glare and halo. Another lens of different model, dib00 24.5 diopter was used as the replacement. There was no patient injury and patient was doing fine. No further information was available.